Manufacturer narrative:
Batch review performed on 03 march 2021: lot 1811187: (B)(4) items manufactured and released on 10-apr-2019. Expiration date: 2024-04-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting groin pain. Post-op x-rays revealed lucency around the acetabular shell. 1 year and 7 months after primary the surgeon revised the cup, liner, and head. The surgery was completed successfully.